Event description:
The customer reported 8100 module failing rate calibration, out of range. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of failing rate calibration. Technical support : 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. A review of the device history record for sn (B)(6) was performed from 07/10/2015 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support. 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommended to replace the mechanism assembly or send in unit for flat rate repair there were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of failing rate calibration. Technical support : 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. A review of the device history record for sn (B)(6) was performed from 07/10/2015 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. No product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported 8100 module failing rate calibration, out of range. No patient involvement.